Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported air-fluid striping was seen in the IV set and the pump module did not alarm for ail. Stated d5 1/2 ns with 20 meq kc1 was infusing when the air in the line was noted; the drip chamber was 1/2 full. The air-fluid striping was seen in the pump segment below the upper fitment down to approximately 4 inches from the pt. No air reached the pt. Reported the collar on the male luer on the primary set was broken; the set remained attached to the pt without any report of leakage. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.